Event description:
It was reported, that "difficulties were being experienced when removing the obturator from the outer cannula." There was no reported injury and/or change in therapy. The involved device has not been returned for eval as of the date on this report.